Event description:
Info received indicates none of the bed functions are working.

Manufacturer narrative:
The technician replaced the power control module and re-crimped a loose wire on the harness that connects the diode to repair the bed.